Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries, other injuries [injury]. Neuropathy [neuropathy peripheral]. Copper depletion [blood copper decreased]. Excess zinc [blood zinc increased]. Hypocupremia [copper deficiency]. Case description: an attorney reported that their (B)(6) male client, used fixodent denture adhesive, form/version unknown as intended to hold dentures and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, and other injuries which have left him unable to perform his normal, customary and daily activities; has been diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, and hypocupremia. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history- denture wearer (received dentures approx 33 years ago). No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.